Event description:
It was reported the patient was having a fibula open reduction internal fixation (orif) on (B)(6), 2014, and the drill guide malfunctioned because the drill bit was bent inside the drill guide; thus causing the two devices to become stuck together. The thread started to unthread and the surgeon had to use another guide which was readily available. The surgery was successful with less than 1 minute surgical delay. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there are no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the drill guide has the drill bit stuck inside of it, the drill bit is stuck between the proximal insertion hole of the drill guide, and the distal segment of the depth gauge region of the guide, the drill bit is bent 14mm from the distal point the 2.0mm drill bit (part# 323.062, lot# 8764938, mfg dec2013) is routinely used with va-lcp plating and is intended for fixation of fractures of the distal humerus, olecranon and ulna in adults and adolescents in which the growth plates have fused as with technique guide j11213e. The 2.0mm threaded drill guide (part# 323.061, synthes lot# 5204969, mfg lot# 1402524, mfg apr2006) is threaded into locking holes and used in conjunction with 2.0mm drill bits to drill holes for 2.7mm locking screws in lcp plate attachment. Technique guide j8708-d was reviewed. The 2.0mm drill bit and 2.0mm threaded drill guide were returned with the complaint that ¿the drill guide became caught in the thread. The thread started to unthread...¿ this complaint is confirmed as the two devices were returned together and cannot be separated, the drill bit is stuck between the proximal insertion hole of the drill guide, and the distal segment of the depth gauge region of the guide, the drill bit is bent 14mm from the distal point. The bent region of the drill bit is the reason that these two devices cannot be separated from each other. It is likely that the drill bit was still turning while being removed through the drill guide, the drill bit should not turn while being guided on both sides of the drill guide; otherwise jamming/bending can occur. The drawings for these devices were reviewed (2.0mm drill bit - se_083158 rev d, and threaded drill guide ¿ se_363794 rev a) and it was seen that the designs, materials and finishing processes were adequate for their intended uses. The root cause is likely that the drill bit was still spinning while being moved through the drill guide. The designs of these devices were found to be adequate for their intended uses. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.